Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for urgency frequency and urge incontinence. It was reported by an advanced evaluation patient that they were admitted into the hospital right after their procedure. No further complications were reported at this time.